Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause of the button detachment. The most likely cause for the reported failure can be attributed to misaligned insertion, prying or leveraging the device during insertion.

Event description:
On 5/14/2024 it was reported by a sales representative via email that two ar-2372blo knotless ac tightrope buttons fell off the inserter after it passed through the clavicle but before the coracoid. The surgeon needed to cut the first button off of the tightrope and pass another one. The second button was retrieved, attached to the push rod, and reinserted. This was discovered during an ac joint reconstruction procedure. Additional information received on 5/21/2024: this was discovered on 5/8/2024. The first button was retrieved out of the patient. The case was completed using another ar-2372blo knotless ac tightrope from the same lot number. The case as delayed twenty minutes; however, the sales representative is unsure if additional anesthesia was administered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.